Manufacturer narrative:
Corrected data: in review of the initial MDR report, a typographical error was identified in section g4 (PMA/510(k) number) which an incomplete value "980040" was entered in place of "p980040." The information has been corrected in this supplemental MDR report and the following field was updated accordingly. Section g4: PMA/510(k) number: p980040. Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: nov 5, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed after cleaning the received lens. No issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was scheduled for explantation from a patient¿s left eye due to patient's complaints of dysphotopsia and myopic outcome. Post cataract surgery, the patient reported an inability to perform one or more daily activities. No pre-operative target or post-operative refraction was provided. During the cataract surgery, there were no intraoperative issues such as capsule tear, incision enlargement, sutures, or unplanned vitrectomy. No additional medications beyond standard care were required. Additional information indicated that the lens was explanted on (B)(6) 2025 as planned. Following explantation, a non-johnson & johnson lens with a 20.5 diopter power was implanted as the replacement. The procedure was uncomplicated, and no further surgical interventions were needed. The patient outcome was reported as satisfactory. No further details have been provided. The patient underwent bilateral lens implantation. This report pertains to the left eye. A separate report has been submitted for the right eye.